Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. A 3.50 x 28mm synergy? Xd drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noticed that the shaft was broken without excessive force. No patient complications were reported.

Event description:
It was reported that shaft break occurred. A 3.50 x 28mm synergy? Xd drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noticed that the shaft was broken without excessive force. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device synergy xd mr us 3.50 x 28mm stent delivery system was returned to the complaint investigation site for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination of the hypotube shaft identified a break at 19cm distal to the distal end of the strain relief and multiple hypotube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section identified no issues. There was no sign of damage, stretching or lifting of the stent struts. Balloon material was reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed signs of damage. No other device issues were identified during returned product analysis.